Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a steady rise in impedance values and capture thresholds. Reprogramming was done for rv lead polarity. The rv lead remains in use. No patient complications have been reported as a result of this event.